Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced an infusion set leakage on (B)(6) 2025 at catheter with the cannula. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6001251 have already been previously tested in the complaint (B)(4) on 20-may- 2025. Test results: the reference samples were visually inspected and tested for flow and leak. All test results were within specifications as per the test report (B)(4). Device history record (DHR) review: the lot 6001251 was packaging according to the work instruction (wi) version 43, in the multivac m07, on 29/apr/2023, with a total of (B)(4) units. Gluing of tubing: the lot 3e00756 was glued according to the wi version 21, machine 07, with a total of (B)(4) units. The lot 3d00062 was glued according to the wi version 21, machine 07, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 26/jun/2025 against malfunction code leakage from connection between the tubing connector and the infusion set (cannula part/base piece) and lot 6001251 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on the visual inspection for reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and reported malfunction. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.